Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had charged their implant battery for 45 minutes this morning and for 40 minutes last night but the implant battery would not charge past 20%. During the call the wireless recharger was reset and when patient started an implant charging session during the call the implant battery showed 80% and charging on excellent recharge quality. Therapy was off and agent walked caller through how to turn therapy back on. Patient was on program 3 and patient said they had thought they had been on program 4. Agent reviewed information on how device works (settings should come back to same settings they were at prior to therapy being off when therapy is turned back on). Patient said they weren't going to mess with the settings until they saw their managing physician. Patient said the reason their implant battery depleted and therapy was off was because they had lost their communicator and by the time they actually found their communicator the implant battery had depleted. Troubleshooting resolved the reason for the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.